Manufacturer narrative:
The investigation is completed. The sample was received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows signs of surgery residues and after cleaning no more residues were visible. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected and measured physically. The measurement shows that the shaft of the device corresponds to the manufacturer¿s specification. The sample was also tested with an internal inspection equipment representing the alcon cannula and it was noticed that the device was able to be inserted without any issues. The customers complaint is therefore not confirmed. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the surgery, ophthalmic tip could not be inserted into trocar during insertion. It was unknown whether the surgery was completed or not. The involved eye and the patient identifier are not available. There was no patient harm. The procedure type was unknown.